Manufacturer narrative:
Additional information has been received indicating the following: 1. Please provide the location and size of the lacerations. >> 10 cm long laceration on the head. 2. Was revision/medical intervention required? If yes, what revision/medical intervention was performed? >> no. 3. How long was the delay in surgery (in minutes)? >> 30. 4. Please provide patient information: a. Date of birth: >> (B)(6) 1999. B. Age: >> 24 years old. C. Gender: >> f. D. Weight: >> 113.6 lbs. E. Ethnicity (hispanic/latino, not hispanic/latino): >> not hispanic/latino. 5. Please provide patient outcome. >> procedure completed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate movement or slippage while in the locked position. When the clamp was put under 60lbs of pressure and locked, it did not have any movement. Additionally, since patient injury was reported, the unit was sent to quality engineering (qe) for further investigation; qe confirmed the initial findings with no device deficiencies observed. The unit does not need any repairs at this time and will be returned to the customer after general cleaning and maintenance is performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint, and the clamp passed all specific functional testing. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a posterior cervical procedure, the mayfield composite series skull clamp (a3059) clicks/spins and did not hold the patient. When the clamp skipped, it caused lacerations to the patient, and there was delay in surgery.